Event description:
During intended placement of a stent in a calcified, tortuous renal artery, difficulty was experienced during attempts to across the lesion, which had not been pre-dilated. During one of the attempts to cross, the stent detached from the balloon. It then took 3 hours to locate and snare the free-floating stent in the aorta, and remove it from the pt. As per the reporting affiliate, the product appeared normal upon removal from the packaging, and no anomalies were noted during prep. There was no report of any adverse consequences to the pt. The product is available for evaluation and testing; however, it has not been received to date. Add'l info will be submitted within 30 days of receipt.